Event description:
The complainant reported a patient needing an impella cp for mechanical circulatory support. There was an attempt to use the impella after a minor acute myocardial infarction (ami), but due to the patient's large size, the medikit 16f short sheath could not be inserted. The impella implant was abandoned and the patient was supported by an intra-aortic balloon pump (iabp). In addition, the doctor commented that the problem was that the impella was opened too early. The patient recovered with iabp, so there was no impact on the outcome.

Manufacturer narrative:
No product was returned. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy and large size vessel preventing successful delivery of impella. The device passed all post sterile inspection checks.